Manufacturer narrative:
The tech found the brake/steer linkage was broken. He replaced the hex rod and linkage to repair the stretcher.

Event description:
Info received indicates the foot end brake casters are not holding when in brake.